Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response. Upon interrogation, a message indicated low out of range impedance measurements was detected and eri was reached as well. Review of daily measurements revealed both pace and shock impedance measurements were out of range. Additionally, loss of capture at maximum output was noted. An invasive procedure was performed. This device was explanted and successfully replaced. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.